Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The event involved product(s) mmt-1880l and mmt-244a. Troubleshooting was performed for tape not sticking and the infusion set will be replaced. No further patient complications were reported. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, self test. The pump passed the displacement accuracy test at 0.0868 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. After swapping out pcba 1 with a test board pcba 1, high sleep current measurement was confirmed isolated to pcba 1. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay unable to verify customer's complaint for high bgs. High sleep current measurement was confirmed during testing problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.